Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit timeout. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge circuit timeout occurred. One month later, the device triggered end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge time out as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that there was localized lithium discharge along the edges and lithium-severing in turns 6 and 7 and near lithium-severing in turn 2. The lithium-severing resulted in a reduced lithium anode surface area, and caused an increased battery resistance and consistent with the high impedance measured upon receipt of the battery at the battery analysis laboratory. This charge timeout resulted from increased battery resistance induced by observed lithium-severing. If information is provided in the future, a supplemental report will be issued.